Manufacturer narrative:
Evaluation summary: no repair has been made. Hospital voltage was unstable which caused the fuse of processor to blow out. The fuse was replaced and the problem was solved. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Event description:
At 9:30 am, during gastroscopic operation for the patient, but the operation was interrupted after starting one minute, due to power failure. Restored power and reinserted the scope which caused patient's epigastric discomfort and anxiety. Calmed down the patient's mood and started operation. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.